Manufacturer narrative:
One device was returned for analysis of complaint of damaged downstream occlusion (dso) seal. No relevant information was found in event log. There were no relevant services previously reported. Visual and functional testing was performed. The downstream occlusion (dso) and upstream occlusion (uso) seals were delaminated. Device passed testing post repair.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.